Event description:
It was reported that during hemorrhoidectomy procedure, the procedure was changed to a conventional hemorrhoidectomy as a result of the device not firing. There were no other patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.